Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after a recent cartridge change and concurrent use of steroid pills, with blood glucose reportedly over 200 mg/dl and elevated for approximately 23 hours; agent assistance and troubleshooting were provided, and device use continued without back-up therapy, ketone testing, or medical intervention. Symptoms included hyperglycemia without reported acute clinical effects. Outcomes included no reported functional impairment or need for medical care. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed no device malfunction reported and an unclear cause of the hyperglycemia. It was concluded that the event was related to hyperglycemia with cause unclear.